Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management weekly trend data shows max threshold measurement of 0.875v week of (B)(6) 2015, then began varying with max measurements up to a max of greater than 2.5v by week of (B)(6)2015. (B)(4).

Event description:
It was reported that there was suspected pacing failure in the atrium due to the dislodgement of the right atrial (ra) lead. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.